Manufacturer narrative:
Investigation summary: the seal and cannula of the event unit were returned for evaluation. Upon inspection, engineering confirmed that the shield had been dislodged from the seal; however, showed no damages. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Event description:
Unknown - "when the trocar was bloody it was cleaned with a compress. When the surgeon put it back in the optic en white bit of plastic fell off into the abdomen on the patient. The surgeon noticed it and took it out." Patient status - "ok."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.